Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket in certain sleeping positions, resulting in discomfort and posing a potential risk of injury. Physician brought the patient into the operating room, securely re-sutured the ipg, and closed. The revision surgery addressed the risk, and the issue is now resolved.